Event description:
A home pt's family member contacted baxter's technical service center for assistance during the home pt's automated peritoneal dialysis therapy. Reportedly, a supply bag fell for an unknown reason and became disconnected from the supply line of the homechoice set during therapy. The home pt then reconnected the fallen supply bag to the same supply line of the homechoice set and continued therapy. Baxter's technical service center assisted the home pt's family member in ending therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident per the home pt's nurse.